Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-seven-year-old male patient with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency requiring dialysis presented with acute myocardial infarction¿related cardiogenic shock, and the plan was to implant an impella 5.5 device for ventricular unloading and potential native heart recovery. During the procedure, a lesion was identified in the innominate artery, and initial attempts to cross the vessel with a pigtail catheter were unsuccessful; the vessel was later crossed using a guidewire. Advancement of the impella 5.5 device met resistance due to the calcified lesion and steep innominate artery takeoff, and the physician elected to stop the attempt. The interventional cardiologist did not feel comfortable performing balloon angioplasty of the artery, and the pump was explanted. Cp to 5.5 escalation. Unable to implant due to anatomy.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had calcification of vessels preventing successful delivery of impella.